Event description:
It was reported that the patient had no stimulation sensation. Impedances measurements were >3600 ohms on all circuits. An x-ray was performed, nothing was noted. No device issues were found. No interventions were performed. The physician was reviewing the patient's history and then will decide how to move forward, whether that is a revision or to try something else. The patient was no different than she was.

Manufacturer narrative:
(B)(4).